Event description:
It was reported that the patient presented during an implant procedure for an implantable cardioverter defibrillator. During the procedure, oversensing was present on the device. After testing of the leads, no electrical or visual anomalies could be identified. The device was removed and replaced and the issue was resolved. The procedure was completed without adverse consequence to the patient.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.